Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported machine not working while on battery, getting switched off. There was no reported pt involvement.